Event description:
Richard wolf gmbh has been informed of an issue regarding a morcescope 0° 24fr wl 224mm, part ID: 8970405, sn# (B)(6). According to the received information, at the beginning of the prostate enucleation via morcellation, the attending physician had prepared the instrument to begin the procedure. Upon reaching the bladder, his vision was excellent, but after a short time, visibility deteriorated as the optics became cloudy. The instrument was checked again why the lens was cloudy. However, optics remain foggy. Under these conditions, the doctor completed the procedure with difficulty. In addition, this led to a prolonged surgery and extended anesthesia time of one (1) hour.

Manufacturer narrative:
An evaluation of the morcescope 0° 24fr wl 224mm, part ID: 8970405, sn# (B)(6), was performed by the specialist department at richard wolf gmbh. During the inspection of the device, it was found that there is moisture in the optical system, which is clouding the image. The leak test revealed a slight leak in the cementing between the lens and the system tube, allowing moisture to penetrate and contaminate the optical system. There are no signs of improper handling in the area of the distal end surface. Customer fault is not recognizable in this context. The optics show normal signs of use in the form of superficial scratches and a slightly bent envelope tube, which have not caused any consequential damage. The existing traces of use proved that the morcescope has been used without any problems during the entire time with the user facility. After a delivery period of approx. 9 months, the leakage that occurred on the lens has been determined as a sporadic failure. In general, the user is advised in the ga-d336 / en / 2018-12 v9.0 / pk19-9377 instructions for use in chapter 10 that a visual and functional check must be carried out before and after each use, including with regard to image and light quality. Possible image impairments of the type described above can be easily detected if these instructions are followed. In our risk analysis a1 "reusable rigid optics", rev.01, manufacturing-related, handling-related and design-related hazards with regard to functional impairment as well as risks due to an unusable product with the corresponding extent of damage and the assumed probability of occurrence were considered and assessed with an acceptable risk. As no new risks have arisen from the investigation of the current complaint, the risk assessment remains valid in view of the circumstances described.